Manufacturer narrative:
Date of event was reported as: date of por seen = (B)(6) 2017; date of eye laser procedure: 4-5 days prior to(B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that a power-on-reset (por) was seen on the programmer when the patient was recharging their implantable neurostimulator (ins) and the therapy had stopped as a result. It was noted that the patient had an eye laser procedure 4-5 days ago. The patient charged every day but this was the first time they saw the por code since the laser procedure. It was not able to be confirmed if this was an informational por. The patient was able to clear the por on their own.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.